Manufacturer narrative:
(B)(4) evaluation statement: the reported event of pump modules turning off and possible pcu issue could not be confirmed. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement

Event description:
Pump modules turning off and possible pcu issue. No product returned. Use error -device configuration. It was reported in the cardiovascular ICU a pump module that was directly connected to a pcu had turned off mid-infusion without alarming, while the pcu remained on. The pump module was restarted and there were no further problems. No additional information is currently available.